Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. Customer's blood glucose was 300 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer received a failed battery test alarm at the end of troubleshooting. The customer was advised to monitor the insulin pump. Customer declined to return the product for analysis.

Manufacturer narrative:
The complaint was re-issued with new information, and an assessment of the event identified that a supplemental report is not required.

Event description:
The customer reported via phone call that he has been experiencing low battery life ever since receiving the replacement battery cap. The customer did not want to troubleshoot at the time of the call.